Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (b)4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The heartmate 3 lvas instructions for use lists bleeding as an adverse event that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient experienced poor abdominal wound healing, infection and ec fistula. The patient experienced bleeding around the driveline site. Sputum production varied and increased. Sputum cultures grew entrobacter. The patient was treated with cefepime. The patient became hypertensive and was started on dobutamine. The patient was recultured and results revealed entrobacter. Antibiotics treatment was adjusted accordingly. A femoral arterial line was placed for monitoring. The patient underwent sacral wound debridement. Genral surgery was consulted to evaluate. The account reported the patient appeared hypovolemic shortly after, likely vasodilatory state, volume responsive. The patient's family decided on palliative care.

Manufacturer narrative:
Approximate age of device - 1 month and 8 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient was still in ICU following lvad implantation on (B)(6) 2017 with multiple complications. The patient is on coumadin with daily dosing. Inr jumped from 3.01 on (B)(6) 2017 to 4.9 on (B)(6) 2017 to 7.37 the evening of (B)(6) 2017. The patient had no coumadin on (B)(6). The patient began bleeding around the driveline. There was no noted trauma and site did not look inflamed. Surgicel and a pressure dressing were applied. Subject h&h dropped from 8.0/24.1 7.2 g/dl/22.9% in just a few hours. The patient was transfused two units of fresh frozen plasma (ffp) and two units dressing. Subject h&h dropped from 8.0/24.1 to 7.2/22.9 in just a few hours. The patient was transfused 2 units of ffp and 3 units of packed red blood cells. Bleeding from driveline resolved by (B)(6) 2017. Patient also with serious ongoing bleed from his bladder which probably resulted in most of the blood loss. H&h 16:22 (B)(6) 2017 8.4/26.5.